Manufacturer narrative:
Combination product: yes.

Event description:
Lead was capped on (B)(6) 2024 due to high thresholds after having been turned off due to high thresholds around (B)(6) 2020 and device switched from ddd to vvi pacing due to 100 percent afib burden. Lv and rv leads were also capped, and the entire crt-p system was replaced with a right-sided sr pm system. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.